Event description:
It was reported via a voluntary medwatch report, that permanent damage to the inferior alveolar nerve occurred as a result of overfilling the canal using thermafil obturators; symptoms reported include burning pain, stabbing pain, and numbness in the lower left lip, chin, and lower left teeth.

Manufacturer narrative:
While there is no indication that the thermafil used malfunctioned, it is alleged that its use caused or contributed to a serious injury. Therefore, this event meets the criteria for reportability. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.